Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e4 report to FDA. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was not turn on and had power issue. The field service engineer (fse) determined that the power surge had caused all-in-one unit to fail to power on. The fse replaced the all-in-one unit, which resolved the issue. Finally, the fse verified the customer inventoried the medications without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower cabinet had power issue, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower cabinet had power issue, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.